Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving baclofen [4 mg/ml] at a rate of 2.1604 mg/day, marcaine [25 mg/ml] at a rate of 13.502 mg/day, fentanyl [5 mg/ml] at a rate of 2.7004 mg/day, and dilaudid [25 mg/ml] at a rate of 13.502 mg/day via intrathecal drug delivery pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient received a refill on (B)(6) 2017 without complications but was taken to the ER on (B)(6) 2017 with breathing complications. A low reservoir alarm occurred on (B)(6) 2017 and an empty reservoir occurred on (B)(6) 2017. The patient was intubated and received a CT scan on (B)(6) 2017. The daily dose was reduced per the physician's request and was updated by the ER nurse. It was unknown whether or not the pump was an issue. It was later confirmed that the pump was not empty and had been filled on (B)(6) 2017. The physician determined that the pump did not contribute to the patient's breathing complications and suspected that they took oral medications and was not aware of any further action or the patient's status. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.